Event description:
A customer called beckman coulter regarding a discrepant urine test result from a pt. The customer indicated that a pt had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). On the same day, a plasma sample was also collected from the pt and was tested quantitatively for bhcg. The quantitative bhcg result was >10,000 miu/ml. There has been no change to pt treatment that can be attributed to this event.